Event description:
Healthcare professional reported deflation and implant removal from textured to smooth due to the concerns of the product. This record is for the right side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ anxiety-product/procedure: unable to observe. ¿ deflation: observed openings and broken device assessed as surgical damage and observed a missing piece of shell assessed as inconclusive. As per the investigation procedure, creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported deflation and implant removal from textured to smooth due to the concerns of the product. This record is for the right side. Device has been explanted.